Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: blurred, indistinct or noisy image. Based on the investigation results, the most probable cause of the complaint is traced to a component failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex videoscope exhibited a blurred, indistinct or noisy image. There was no patient involvement.